Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) battery needs maintenance.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b6, b7, d10. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the fse has confirmed a visit isn't required for the machine to be checked since the customer stated that yesterday it was alarming, it said battery maintenance required. The customer ran the battery maintenance process overnight and this morning it said it had passed and looks like it is ok now. If additional information is received, the complaint will be reopened and updated.

Event description:
It was found during on routine check that cardiosave intra-aortic balloon pump (iabp) battery needs maintenance. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6 (health effect ¿ clinical code, health effect ¿ impact codes), h11.